Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 170133: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: 2022-04-11. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of dislocation 4 months after primary. The surgeon believes there was too much anteversion from the primary surgery. The surgery was completed successfully.

Manufacturer narrative:
21.10.2019: it was confirmed that the patient is male.